Manufacturer narrative:
Investigation: a used optia set containing blood was returned for investigation. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air was observed in the blood warmer tubing, the inlet rbc line, and the return saline line. Note: the blood warmer tubing was received, however it was heat sealed and separated prior to receiving set. Additionally, the blood warmer luer connection was checked and appeared to be secure at the time of set inspection. The blood warmer luer connection assembly was submerged in a water bath with 30psi air applied to check for leak, no leaks were found. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which house the fluid before it is returned to the patient. The secondary safety mechanism is the return line air detector. Both safety systems were verified to be functional and did not indicate air was present in the set. The run data file (rdf) was analyzed for this event. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. Review of the dlog and associated images does not show a clear root cause for the reported 1in. Of air in the blood warmer tubing of the return line. The procedure was paused 2 times at 100 minutes. The dlog shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump, inside the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. If the rlad does not raise an alarm for air moving past it and the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the dlog that the operator configured optia to use a blood warmer during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: luer connection from the return line to the blood warmer is placed too high or is not tightly closed allowing air to be drawn into the line; poor connection to blood warmer due to excess solvent at the luer which can cause air to enter the return line; blood warmer equipment creates outgassing in the tubing when warming of the fluid passing through the warmer such as cold replacement fluid.

Event description:
The customer reported to terumo bct customer support that during a red blood cell exchange (rbcx) procedure they saw a one inch air bubble about 15 minutes to the end of the procedure past the return line air detector in the blood warmer tubing. The patient received some of the air. There were also micro air bubbles seen afterwards. The leurs were checked and confirmed to be tight and there was no clotting detected. There was no medical intervention required for this event and the patient was reported as stable, happy and smiling. Donor weight was obtained from the run data file (rdf).

Event description:
The customer reported to terumo bct customer support that during a red blood cell exchange (rbcx) procedure they saw a one inch air bubble about 15 minutes to the end of the procedure past the return line air detector in the blood warmer tubing. The patient received some of the air. There were also micro air bubbles seen afterwards. The leurs were checked and confirmed to be tight and there was no clotting detected. There was no medical intervention required for this event. Patient age, gender, weight and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a used optia set containing blood was returned for investigation. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air was observed in the blood warmer tubing, the inlet rbc line, and the return saline line. Note: the blood warmer tubing was received, however it was heat sealed and separated prior to receiving set. Additionally, the blood warmer luer connection was checked and appeared to be secure at the time of set inspection. The blood warmer luer connection assembly was submerged in a water bath with 30psi air applied to check for leak, no leaks were found. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a red blood cell exchange (rbcx) procedure they saw a one inch air bubble about 15 minutes to the end of the procedure past the return line air detector in the blood warmer tubing. The patient received some of the air. There were also micro air bubbles seen afterwards. The leurs were checked and confirmed to be tight and there was no clotting detected. There was no medical intervention required for this event. Donor weight was obtained from the run data file (rdf). Patient age is unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information in a.4, b.5, b.6, h.6 and h.10. Investigation: a used optia set containing blood was returned for investigation. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. Air was observed in the blood warmer tubing, the inlet rbc line, and the return saline line. Note: the blood warmer tubing was received, however it was heat sealed and separated prior to receiving set. Additionally, the blood warmer luer connection was checked and appeared to be secure at the time of set inspection. The blood warmer luer connection assembly was submerged in a water bath with 30psi air applied to check for leak, no leaks were found. The optia system has two safety mechanisms to detect air in the system and prevent it from being returned to the patient. The primary system is the reservoir level sensors which house the fluid before it is returned to the patient. The secondary safety mechanism is the return line air detector. Both safety systems were verified to be functional and did not indicate air was present in the set. The run data file (rdf) was analyzed for this event. On a systems level no issue with this optia was identified. All safety systems remained in place and the appropriate alarms were raised. The device was found to be operating as expected. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.